Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette stopped aspirating during the cortex removal of a cataract procedure. The product was replaced and the procedure was completed with no consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and surgical residue was found throughout the fluid flow paths and elastomer reservoirs indicating re-use of the device. Additionally, the customer reported "re-use of the phacoemulsification cassette." The cassette was tested on a console and passed all functional and performance requirements. While the sample met specifications during testing, the investigation found the cassette exceeded its validated used. The directions for use (dfu) states the manufacturer assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. As such, the root cause of the customer's experience is related to reuse of the device. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).